Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, eccentric, distal left circumflex. After performing predilatation on the lesion, a 2.5x48 mm xience xpedition stent was deployed. A distal stent edge dissection was observed for which another xience xpedition was placed for treatment. There was no clinically significant delay in the procedure. No additional information was provided.